Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented for a follow-up in clinic with phrenic nerve stimulation, low r waves, low sensing threshold, and high pacing impedance was observed. The physician initially considered the possibility that the lead had micro-perforated. The physician elected to reposition the right ventricular lead (B)(6) 2019 and the patient was stable following. An echocardiogram post-procedure revealed no bleeding outside of the pericardium, so the physician concluded that the lead had dislodged instead of perforating.